Event description:
The customer reported that the left monitor intermittently failure to boot to a usable state. This will render the system unusable due to the inability to see live image. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on the monitor power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.